Event description:
It was reported that the patient underwent a revision procedure due to cylinder puncture with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. Additional information was reported that the device was no longer working, during the explant procedure saline was found leaking from the cylinder. The patient recovered following the procedure.

Manufacturer narrative:
Device analysis: an allegation of cylinder leak was reported. The ams 700 cylinders were visually inspected and functionally tested. A cylinder bulge was identified due to fluid between the inner/outer tubes of one of the cylinders, with broken fabric threads present. Another leak attributed to sharp instrument damage was identified near the proximal end of the cylinder body. The damage is consistent with explant damage and hence was considered a secondary failure. It is unknown when the fluid leak occurred. Product analysis concluded that the identified cylinder bulging was the most probable cause of the event. Visual inspection and functional testing of the ams 700 ipp cylinders components could not confirm the reported allegation of a cylinder leak. A cylinder bulge was identified due to fluid between the inner/outer tubes of one of the cylinders, with broken fabric threads present. Product analysis concluded cylinder bulging as the most probable cause of the event, as a bulge could directly affect the functionality of the device and lead to the reported events. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of cause traced to component failure was chosen, as the reported events of cylinder bulge were confirmed through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to cylinder puncture and the device was no longer working with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. During explant the physician noted saline was found leaking from the cylinder. The patient recovered following the procedure.